Event description:
It was reported that the threshold was rising on the right ventricular lead. It was also noted that the patient had an episode of ventricular tachycardia falling into the ventricular fibrillation range. The initial 20 joule shock failed to convert the rhythm. The second shock at 35 joules failed to convert the rhythm cleanly and the rhythm eventually terminated spontaneously. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.